Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. Simulated use testing was performed using an in-house secondary set, and the device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top port of a continu-flo solution set would not connect to a baxter secondary set. The reporter stated that the secondary set was able to be successfully connected to the other two ports on the primary set. This occurred during set-up. There was no patient involvement. No additional information is available.